Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 350 mg/dl, which the customer treated with the insulin pump. He stated that he had added 5 to 10 units of insulin extra to gamble and see if it would correct the blood glucose levels. It was found that the basal rates were different on paper than programmed in the device. Advised the customer to change the infusion set, reservoir and insulin. The customer also mentioned that at times the insulin pump would suspend; advised him to beware of button presses which can interrupt insulin delivery. Nothing further reported.